Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5034 implantable pacing lead (B)(6) 1997. (B)(4).

Event description:
It was reported that there was high impedance, noise and a possible fracture in the atrial lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.